Event description:
It was reported that while the respiratory therapists were in their office, they heard the ventilator sound a "long hum" and shut off while connected to a pt. The respiratory therapist tried to restart the ventilator and it would not turn on. The pt was manually ventilated and then placed on another ventilator. No pt harm reported.

Manufacturer narrative:
Na